Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited increased capture thresholds. All other measurements were normal. X-ray revealed that the lead had dislodged from its original position. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.